Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the clear arching can be seen on the forceps tips. Both forceps and cable were tested for proper electrical continuity and electrical short. Both were found functional. The cable was modified by breaking the unified banana type connector into two separate pieces. This would indicate that the product was used with unappropriated source of hf power. Use of excessive power could cause forceps to arc. The complaint of " mallis forceps and the bipolar cord caught on fire during surgery and the tips fused" is associated with modifying product/improper use of product. Note: the lot number for this cord, b13 is consistent with previous complaints for this product code (B)(4). CAPA was open and included a process change to perform additional testing during the manufacturing process. The process change was implemented in (B)(6) of 2016. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a malis forceps and the bipolar cord caught on fire during surgery and the tips fused. The surgeon immediately removed the forceps from the patient, with no adverse consequences. Surgeon used a competitor's forceps with a delay of 5-10 minutes.